Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a failure of the device to power on was observed. The device's power management board needs to be replaced to address the issue. The device was returned unrepaired to the customer per the customer's request.